Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached higher than 250mg/dl while wearing the pod on her arm for between 4 and 24 hours. She did not remember any details of her levels or treatment. The patient stated that the cannula appeared bent when the device was removed. The device was returned for evaluation.